Manufacturer narrative:
The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
As reported, during set up of a new thermogard ivtm system (B)(4), air trap will not clear the "check the following" screen. There was no patient involvement.